Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, activated clotting time was noted as 329 at the beginning of the tavr case. Access was gained utilizing ultrasound, arteriotomy was 7.2mm with mild calcification, and deployment depth measured at 4.5 + 1. Per IFU procedural requirements, arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. There were no noted issues advancing or withdrawing the procedural sheaths. A 18f manta was deployed for closure in the right femoral artery. Hemostasis was originally achieved, however, the groin started to ooze. Post-angiogram did not indicate extravasation, and distal flow present. The physician opted for a cut-down. During cut-down the physician visually verified the manta was in correct position, however, the artery was shredded. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The IFU states adverse events associated to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection, perforations causing bleeding, arterial damage oozing from the puncture site, and other access site complications leading to bleeding possibly requiring surgical repair or endovascular intervention. The cause of the oozing in the groin area is due to the poor condition of the vessel. The root cause of the poor condition of the vessel cannot be determined; however, likely prior to manta deployment due to the manta was visibly seen in correct position and initially achieved hemostasis.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, activated clotting time was noted as 329 at the beginning of the tavr case. Access was gained utilizing ultrasound, arteriotomy was 7.2mm with mild calcification, and deployment depth measured at 4.5 + 1. Per IFU procedural requirements, arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. There were no noted issues advancing or withdrawing the procedural sheaths. A 18f manta was deployed for closure in the right femoral artery. Hemostasis was originally achieved, however, the groin started to ooze. Post-angiogram did not indicate extravasation, and distal flow present. The physician opted for a cut-down. During cut-down the physician visually verified the manta was in correct position, however, the artery was shredded. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The IFU states adverse events associated to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection, perforations causing bleeding, arterial damage oozing from the puncture site, and other access site complications leading to bleeding possibly requiring surgical repair or endovascular intervention. The cause of the oozing in the groin area is due to the poor condition of the vessel. The root cause of the poor condition of the vessel cannot be determined; however, likely prior to manta deployment due to the manta was visibly seen in correct position and initially achieved hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: tavr procedure was performed, 18fr manta was deployed, hemostasis was originally performed, groin started to ooze, angio was performed, no signs of extravasation, and there was distal flow. However, due to persistent bleeding at site, a cut down was performed. Upon procedure, he saw that the manta was where it was supposed to be, and the vessel was shredded.